Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A caller reported that the customer obtained unspecified low sensor readings and experienced symptoms described as "shaking, thirst, difficulty waking up" and loss of consciousness. Emergency services were called and paramedics administered an unspecified infusion while the customer was transported to the hospital. The customer was hospitalized and provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.